Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study the flutter valve drainage system is a safe and feasible alternative in managing postoperative air leaks and hemorrhage after lung surgery. (B)(4).

Event description:
Received an article titled "comparison between flutter valve drainage bag and underwater seal device for pleural drainage after lung surgery". The purpose of the article was to compare the use of a conventional underwater seal device with suction and a flutter valve drainage bag for pleural drainage after lung surgery. Per the article adverse event noted was subcutaneous emphysema.